Manufacturer narrative:
Patient weight added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this annuloplasty band, the band was implanted then explanted and replaced with a non-medtronic valve. The reason for explant was due to moderate regurgitation and due to the patient's age the surgeon decided it was best to replace the valve at that time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.